Manufacturer narrative:
A complete lead was returned in two pieces measuring 26.0 cm connector portion and 37.4 cm distal portion. Multiple external insulation abrasions were noted breaching the rv lumen (14.1-14.3 and 17.1-17.3 cm), svc lumen (15.2-15.3 cm), and re lumen (20.5-20.6 and 22.5-22.8) from the connector pin consistent with friction to the device can, the etfe coating and ptfe liner were intact. One external insulation abrasion along with electrocautery damage to the etfe coating of the rv cable was noted breaching the rv lumen at 22.1-22.5 cm from connector pin consistent with friction to the device can, the ptfe liner was intact. Two external abrasions were noted breaching the re cable lumen at 14.0-14.4 and 16.3-16.4 cm from distal tip, distally to the svc shock coil consistent with friction to another device or feature of patient¿s anatomy, the etfe coating of the re cables and ptfe liner were intact. Internal insulation abrasion was noted breaching the re cable lumen at 7.9-12.2 cm from distal tip, the etfe coating of the re cables and ptfe liner were intact. Other damage found is consistent with that occurring at the time of explant procedure. (B)(4) appropriate term/code not available - malfunction due to advisory recall.

Event description:
It was reported that the right ventricular lead was explanted and replaced as a result of malfunction due to the recall. The patient was reported to be stable following the procedure.